Event description:
It was reported that the patient presented in the implant procedure, the left ventricular lead could not be passed through the safe sheath. The lead was not used. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.